Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited the adhesive from the objective lens adhesive had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed; however, a definite root cause could not be determined. The reported event is likely due to stress of repeated use, external factors, or handling. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection." Olympus will continue to monitor the field performance of this device.